Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date, h6: patient codes and h6: impact codes.

Event description:
Boston scientific received information that this right atrial (ra) lead pulled back. This lead was repositioned and remained in service. No additional adverse patient effects were reported. Additional information indicates that the ra lead was explanted due to infection. There were no additional adverse patient effects reported.

Event description:
Boston scientific received information that this right atrial (ra) lead pulled back. This lead was repositioned and remained in service. No additional adverse patient effects were reported. Additional information indicates that the ra lead was explanted due to infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental is being filed to capture the investigation results. This supplemental report was created to update the entry in d6b: explant date, h6: patient codes and h6: impact codes.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead pulled back. This lead was repositioned and remained in service. No additional adverse patient effects were reported.